Event description:
It was reported that the patient's right ventricular (rv) lead was explanted as a result of cardiac perforation, pericardial effusion, and tamponade. A pericardial window was also performed during the explant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).